Event description:
Hill-rom received a report form the account stating the bed exit would nto alarm at the bed. The bed was located in the bed shop at th eaccount. There was no patient/user injury reported. This report was filed in our complaitn handling system as complaitn #(B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.